Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
Long line catheter was detached from the butterfly hub without any action/manoeuvre

Event description:
Long line catheter was detached from the butterfly hub without any action/manoeuvre.

Manufacturer narrative:
This complaint is not confirmed. The catheter of the returned sample snapped at the fixation wing. Microscopic examination of the fracture plane showed the typical rough surface for a tensile breakage. The mean value for the tensile force regarding the involved catheter tube was 3 n and therefore was within our specification (min. 1,5 n). From previous complaints we know different causes of tensile fracture: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it, placing stress on the line resulting in a tensile fracture; routine care - when lifting the baby to change bedding; movement - the baby themselves catching the line, normally with a foot, during movement. It is essential to let disinfectants dry completely before the catheter is placed, as alcohol or organic solvents can damage the catheter material. As each catheter is flow and leak tested during production and the catheter obviously had been stressed, we can exclude a manufacturing fault. This is the 2nd complaint received for batch no. 281116gn and the first complaint regarding catheter rupture on code 1261.208 within the last 3 years.